Event description:
It was reported that an incomplete cartridge change alert occurred. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus via the pump was delivered to address bg. Tandem technical support educated the customer on the alert and ensuring to complete the cartridge change sequence.